Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient cannot drive, and very bothered by inability to see clearly. The iol was exchanged for non-company lens model 2 months 2 days following the initial implant procedure. Additional information has been received and stated that patient issues resolved with no patient harm and surgeons prognosis reported as good.

Manufacturer narrative:
The lens was returned inside a moistened white folded absorbent medical sheet. The lens was removed and allowed to air dry prior to evaluation. Solution was dried on the lens. The optic was cut into pieces, typical of an insertion and removal. One optic portion was scraped across the central rings and had an area that was cracked. The posterior optic surface had a line of cracked damage that travelled toward the central optic zone. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge and handpiece were used with a non-qualified viscoelastic. The product investigation could not identify a root cause for the complaint. The lens was returned cut into pieces, typical of damage from insertion and removal. Additional optic damage was observed. Each lens was subjected to a 100 % (percentage) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. It is unknown if the observed additional optic damage occurred during delivery or during the explant. The root cause of the observed additional optic damage may be related to a failure to follow the IFU. A non-qualified viscoelastic was used. The instruction for use (IFU) instructs: company foldable intraocular lens (iols) is qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information was provided that the multifocal company 20.5 diopter lens was removed and replaced with a non-company monofocal lens, 20.0 diopter. This information may suggest that the replacement lens (monofocal) was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).